Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's husband found her unconscious and foaming at the mouth. The customer's blood glucose reading was 20 mg/dl at the time of the event. When the history files were checked, it was discovered that a 17.3 unit bolus was delivered during the night that the customer did not remember delivering. The history files indicated that the bolus was delivered to treat 293 grams of carbohydrates, when that was actually the customer's blood glucose reading. The customer stated that she thinks she took the bolus by mistake. The customer also stated that she wore the insulin pump during an x-ray. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.